Event description:
The customer reported to baxter corporate product surveillance a clearlink y-type catheter extension set in which a leak was observed at the bonded junction of the y-site. According to the report, the leak was a result of a separation of the tubing from the y-site. The alleged malfunction was observed during patient use, while normal saline was being administered. The separation resulted in an unknown amount of normal saline "pouring" out of the tubing. There were no reports of patient injury, medical intervention, or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. A batch review was performed on the reported lot with no deviations found. If additional information becomes available or the sample is received, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The assignable root cause was determined to be human error at the manufacturing facility. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. Visual inspection as well as functional tests were performed. Visual inspection showed that the luer activated valve had been replaced with an unknown (non baxter) luer activated valve. A second (non baxter) luer activated devise was attached to the two piece luer lock. Visual inspection also confirmed that one section of tubing had separated from the y-site. An assignable root cause has not yet been identified. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.